Event description:
It was reported that during a cervical hysterectomy procedure, the clips were twisting. The procedure was completed with another device. There was no adverse patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.